Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for evaluation. Based on the information received, the root cause of the reported event could not be determined.

Event description:
It was reported when inserting the locking screw, the screw did not fully seat into the plate, and a piece of metal emerged from the screw. It was also reported there were no adverse consequences to the patient. This report is related to report number 3025141-2022-00197 for the plate involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. Part number 3040-23013-s "2.3mm x 18mm locking cortical screw" was received for evaluation. The returned part was examined with magnification which revealed: [drive feature] the hexalobe drive feature was significantly marred along the edges leading into the drive feature; indentations, scratches, and mild warpage of the lobes/splines was present and bare metal was visible (surface coating removed). [Locking thread] one turn of locking thread in the head region was damaged with bare metal visible, likely due to shearing of peak/crest thread region. Funtional testing was performed. The test involved attempting to insert a suitable hexalobe driver to gauge the ability of the screw drive feature to mate with proper instrumentation. No difficulties were encountered during functional testing as the driver was able to insert into the screw. Due to unknown procedural conditions, the root cause could not be determined.